Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/06/2013 with the following results: unable to duplicate the complaint during testing. Ump boots to the verify screen with audible and vibratory sounds. A 1.0u/hr basal program was executed in the pump for 24hr duration period;no alarms occurred during testing. Only typical usage observed in the black box and alarm history. The tdd¿s add up correctly to reflect the users programmed basal rates. A 29hr flow accuracy test was performed; pump passed and was found to be delivering within the required specifications and delivering accurately. The display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report blood glucose excursions involving low and high blood glucose readings. Earlier this morning, the patient had symptoms described as ¿confused, shaky, and hungry with blood glucose readings in the 40 mg/dl range. During the week of the call to animas, the patient reportedly was hospitalized for high blood pressure and high blood glucose reading. He fell at work yesterday and was taken to the hospital. At the time of the fall, his blood glucose reading was at 130 mg/dl. His blood glucose readings have been dropped every night around 4 am. On one occasion, his blood glucose dropped as low as 18 mg/dl. The patient claimed that the pump is not delivering accurately. During troubleshooting, the animas representative noted there was product misuse as the patient is not using the pump features as intended. There are days the patient does not take bolus insulin. The patient stated that if he gives insulin per the pump recommendation for ezbg and ez carb, he will have low blood glucose. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient had blood glucose excursion while the patient had issues with using the ezbg and ezcarb features on the subject pump. The product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.